Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. This axis controller platform (acp) cfg unit was returned for failure analysis, but the reported error 319 could not be reproduced, however the error was confirmed and verified via error logs and system logs. The acp cfg unit was installed and tested on the final test is4000 system 1, programmed, and system started at normal mode with no errors triggered and no failure messages. Fa verified all axes with no errors and no failure. Fa performed 20 power cycles, and all passed. This acp cfg remain on the system idling overnight in normal mode, with no failure/error reported. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure the customer was getting repeated recoverable faults at start up and being prompted to disable the boom. The technical support engineer (tse) reviewed logs and found 319 faults on axis controller platform (acp) 4 and acp 5. The customer stated that they power cycled twice and the issue remained, tse had customer hard cycle the patient side cart (psc) and still faults persisted. Tse asked customer if they had a secondary psc available, site did have a secondary system available and were attempting to move the case to that system. The customer called back and asked if they could swap out the psc. Tse confirmed system sk3582 was at the same software level p11. Tse informed them that they could. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following information: system functionality was checked upon powering on the system and the system initially powered on without errors. Tse was contacted for troubleshooting and full troubleshooting was completed. To resolve the reported issue the customer tried a hard reset of the robot. They brought in a second robot, and it would not boot up. The procedure was converted to laparoscopic surgery; no extra ports were placed. There was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the axes controller platform (acp) and trouble acp4 and acp5. Subsequently, it was the tap cable that needed to be replaced to correct the 319 error. System tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the product for evaluation. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.